Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 31 mg/dl. The customer was treated with juice and carbs. Customer was experiencing low since (B)(6) 2016. The customer was advised to do rewind/prime sequence and asked to be disconnected from the pump. The customer was asked to monitor blood glucose and pump. The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was 171 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. The customer was advised the pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case near the display window corner, and minor scratches on the display window. No moisture damage was noted on the electronics assembly.